Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix could be extended and retracted.

Event description:
It was reported that during an implant attempt the right atrial (ra) lead helix would not deploy or extend. Several attempts were made and a new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.